Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 451 mg/dl this morning. The customer's previous blood glucose was 241 mg/dl and he drank orange juice. His blood glucose then increased to 451 mg/dl. The customer treated with a 5-unit insulin pump bolus. The customer's high blood glucose began when he changed his infusion set yesterday. The patient experienced mild thristiness as a symptom of his hyperglycemia. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned or replaced.